Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call to have problems connecting with the minimed app. During troubleshooting, customer's mother mentioned the customer's blood glucose was over 400 mg/dl because the customer just ate and the insulin was just starting to work. Customer will not be returning the device for analysis.